Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. An unspecified guide wire crossed the lesion; however, an intravascular ultrasound (ivus) catheter failed to cross. Therefore, a 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced; however, ruptured at 7 atmospheres. It was noted the bdc met resistance with anatomy during advancement and removal of the device. A non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.